Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material#: 303310, batch#: 4023256 and 4073843, 4044308. It was reported by customer that they have two 20 ml syringe with small plastic pieces sealed inside of the package. Additionally, looking through the sequestered stock, they noticed very inconsistent markings. Verbatim: rcc received a complaint via email. We have an issue with product # 303310 (sterile luer-lok 20 ml syringes), lot #4044308. Every syringe has had particulate in it, with particulate not seen in some cases until the final sterile product is evaluated. One of the syringes we opened is melted on the top and is completely missing the luer-lok tip. I have a sample of a syringe with particulate and the melted syringe. I am very concerned that particulate products could be administered to patients if the lot is not recalled. We are also experiencing particulate issues with lot # 4023256 to a lesser degree. Please share the date of event. Issue discovered during the course of the weekend, (B)(6) 2025. Please confirm which lot# is melted on the top. 4044308 - please share the quantity of products affected on each lot#. Full impact/quantity unknown, but technicians reported 3-5 syringes affected in a row, per technician, had particulate. In other cases, particulate wasn¿t noticed until the final product was being checked and particulate was noticed in the product. We sequestered our entire stock as a result. I. My team saved me the wrappers from 10 impacted syringes, including one actual syringe with particulate inside (particulate noticed during syringe inspection while inside of an iso 5 compounding environment) and one syringe with missing plastic. #8 syringes are for lot 4044308. #2 syringes are for lot 4023256. Ii. I noted two 20 ml syringes and two 50 ml syringes with small plastic pieces sealed inside of the package, and can include these as well. 50 ml syringes: product number 309653, lot number 5050909. 20 ml syringes: product number 303310, lot numbers 4023256 and 4073843. Iii. Additionally, looking through the sequestered stock, I notice very inconsistent markings and will include two example sets of syringes in what we send back. 20 ml syringes: product number 303310, lot number 4044308. Please confirm did the patient unknowingly impacted due to the event. Unknown - please confirm did the particulate present in fluid or non-fluid path. In fluid path for the products in lot 4044308 and 4023256 outside of fluid path for other reports outlined above, but could very easily translocate to the fluid path.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Based on investigation results, the reported foreign matter was silicone which is part of the manufacturing process, and the amount of silicone found was within specification.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. Based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process, and the amount of silicone found was within specification. One photo, one sample for lot number 4023256, one sample for lot number 4073843 and six samples for lot number 4044308 were received by our quality team for evaluation. The samples were visual inspected and it was verified that one sample had cut scale lines and one sample had liquid in the fluid pathway.. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the following root causes were determined: 1. For the sample with the liquid in the fluid pathway, the liquid was tested to determine what the substance was and the results came back as silicone. Silicone is a medical-grade lubricant and a component in the product's manufacturing process. Lubricant presence testing was also completed and the amount of silicone found was within specification. 2. The blurred scale markings were found to be within specification. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.